Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect system, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name (B)(4) manufacturing site. No similar product is distributed for sale in the united states. The updated information does not fit established criteria for a reportable event. This corrected/updated report is a final report.

Event description:
The customer stated an architect (B)(4) analyzer generated a false negative syphilis result for one patient sample. The architect analyzer generated an initial negative syphilis result of approximately 0.5 s/co. The sample was confirmed positive by another unspecified method. The false negative syphilis result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.